Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl. Customer also reported unexpected battery power loss, battery failed alarm, buttons are not working, replace battery now alarm and the pump was dead and also experienced blank display at the time of call and the battery cap was loose, cracked or damaged and reported damage to the battery cap threads and battery cap was damaged and battery cap¿s metal contact missing/damaged. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. Troubleshooting was performed declined for high blood glucose and it is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No low battery alert, stuck button error alarm or failed battery test alarm noted during testing. However, high sleep current noted during testing. Successfully downloaded history files and traces using thump. No failed battery test alarm found in the pump history file/trace on the event date 27-mar-2025. No stuck button error alarm found in the pump history file/trace. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert (104) on 27-mar-2025 at 00:15:00. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture or component damage on the keypad assembly, electronics assembly, force sensor and motor assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Pump not received with original battery cap. In summary, pump passed all required testing. Keypad/button unresponsive/button error alarm, blank display, failed batt test alarm or cosmetic damage at the pump case not confirmed. Battery cap damaged unknown. Unexpected battery power loss and charge/battery lasts less than expected confirmed due to high sleep current. High sleep current was isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.